Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a lack of power to the station, resulting in a complete failure of the half-height drawer, with no leds illuminated on the cards. A field service engineer assisted the customer identify the specific drawer that was causing the station to short circuit, leaving it unplugged. Additionally, both controller cards and the t card were replaced to rectify the problem. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the pyxis medstation es system experienced a power failure at the station. The customer reported that the malfunction occurred when user trying to issue the medication to patient and there was a no harm or delay to the patient. There were no adverse events or injuries reported based on this incident.